Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was shorted out, the screen went black and would not power back up. A field service engineer (fse) released all the pockets and cleared significant debris from under pockets. Not on bus not issue was due to functional failure of that drawer controller and the pixie bus control board. Both were replaced and the firmware was upgraded during the application launch. The fse tested the repair in diagnostics successfully. The fse also tested the remaining hardware, adjusted it as required, found the battery was out of compliance by date and replaced it. All software were current, and complete maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis screen went black and would not power back on. A drawer had shorted out. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.